Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was exhibiting premature battery depletion (pbd). Data analysis confirmed pbd and that the device power consumption was increasing and is expected to continue to increase. Device replacement or have the battery status re-evaluated in 90 days. To date, no intervention was performed and the device remains in service. No adverse patient effects were reported.